Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type 2 and spinal pain. It was reported the patient had to charge for 6-8 hours to charge the ins, which is longer than it used to take. The patient had always used hd programming during the trial and since implant. The device was not recently reprogrammed or switched to a new group. There were no previous overdischarge events. The patient had not seen any codes on the ins. The rep met with the patient about 2 weeks ago but didn't check the recharge statistics on the clinician programmer. The patient gets 8 coupling bars according to the rep. The ins is in a good position and there haven't been any changes at the pocket site. An antenna locate feature was performed in the office, but the rep couldn't remember the numbers. The rep put the device on cycling for 2 weeks as well thinking it would resolve the issue, but the patient said cycling did not help the recharge duration. The patient was going to call for further troubleshooting and for an antenna replacement if that seemed appropriate. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient called to request a replacement recharge antenna and the issue was resolved. No symptoms or complications were reported.